Event description:
The level 1 rapid infuser was used to administer warmed blood products rapidly for a cat 1 trauma patient, however, blood started leaking from the filter section of the tubing near the "#1" section of the equipement where the tubing snaps in. This resulted in blood product leakage onto the floor and ultimately equipment was not able to be used. Equipment was being operated by rn who has experience in the setup of this tubing and equipment. Did not result in patient harm, blood was able to be administered via pressure bag instead of level 1 infuser.